Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unspecified alarms occurred during the load sequence. Cartridge changes were performed to address the alarms. Blood glucose level was 120 mg/dl. The customer declined providing additional information regarding this event.